Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter : the customer reported that there was partially missing scale marking of syringe as there was no scale marking of unit 0.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter : the customer reported that there was partially missing scale marking of syringe as there was no scale marking of unit 0.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 25-may-2022. H6: investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that there was no scale marking of unit "0." Both returned syringes were examined and one sample exhibited no zero unit marking printed on the barrel. Unable to perform DHR check for scale marking missing due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter: the customer reported that there was partially missing scale marking of syringe as there was no scale marking of unit 0.